Event description:
It was reported that during a lap colon procedure, locked out and would not open. Able to pry it open. A competitor's device was used to complete the case. There were no patient consequences.

Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received jammed in the closed position and with a cartridge loaded in the device. The cartridge was received partially fired and with the spring cartridge lock out damaged. The damage to the spring cartridge lockout is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. In addition, the insturctions for use state, "the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." The returned device was found to be non functional as the firing mechanism was damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were damaged. No functional test could be performed due to the condition of the device. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.